Event description:
Plastic coating on guide wire peeled off during ptca presenting withdrawal of balloon catheter from the coronary. Bunched up coating had to be removed with scalpel blade to get catheter out, and an entirely new system introduced. Problems: a potential risk for embolism of plastic material or entrapment of the balloon in the coronary. Product was used according to directions on package insert. Second occurrence also being described.